Event description:
During an adenosine cardiac stress test the pt started instantly vomiting and having convulsions. The pt also reported feeling of shocking. The device has been turned off since. The pt was still vomiting and l side of body was painful three weeks after the initial event. The pt was at home and her status was undetermined. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.